Manufacturer narrative:
Product was discarded by user.

Event description:
An mr-spot was not used as intended and broke open when handled by a technologist. The technologist was exposed to the non-hazardous liquid contents of the mr-spot and experienced a skin reaction which required medical treatment. It has not been confirmed that the mr-spot caused the skin reaction.